Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the air vent was observed to be misassembled. The cause of the leak was determined to be due to the misassembled air vent. The misassembled air vent was caused during assembly of the device. To correct the issue, the air vent press was upgraded, operators rotate at a more appropriate frequency and visual inspections were increased. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The occurrence date was updated to reflect the correct date the event occurred. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.